Event description:
It was reported that during the use of the product, the suction tube and the cap became detached from the trach tube. No patient injury. There is no additional information is available for this complaint.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection was performed. Visual inspection found the suction connector was disconnected from the suction aid. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. No further actions are planned at this time.